Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2011. According to the complainant, the snare loop would not extend from the sheath during preparation of the device. The procedure was performed successfully with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results: flare detached.

Manufacturer narrative:
Exact patient age is unknown but was reported to be under 18 years. (B)(4) for the investigation result: flare detached. Visual evaluation of the returned device revealed a detached flare, and the key tube was found outside the dangle assembly. Additionally, two kinks were found in the proximal section of the working length. The condition of the returned device rendered functional testing impossible. The complaint was confirmed; the detached flare prevented device extension. Manipulation of the device during preparation likely caused the kinks near the handle, causing resistance during subsequent attempts to actuate the device. This resistance can ultimately cause the flare to detach; therefore, the most probable root cause of the defects identified is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted.